Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date of event is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc freestyle libre sensor. The customer reported obtaining unspecified low sensor reading, as compared to reading obtained on a competitor meter. The customer experienced symptom described as "blood pressure rise" and had contact with a healthcare provider who provided unspecified treatment. No treatment details were reported as the customer declined to provide any additional information. There was no report of death or permanent injury associated with this event.